Event description:
It was reported that a cartridge did not fit onto the pump. Reportedly, there was an o-ring from a previous cartridge on the pneumatic tap. There was no adverse impact to the customer's blood glucose level. To address the issue, the customer was instructed to inspect the pump and remove the o-ring from the pneumatic tap. The customer did not have the means to remove the o-ring at the time but planned to do so and replace the cartridge. Technical support advised the customer to call back if the problem continued.